Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges a chronic cough and a sore that will not heal around the area where the mask goes on their face. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found evidence of sound abatement foam degradation/breakdown in the base unit. On the exterior of the device, there were findings of an unknown dust/dirt contamination along with a yellowish-brown residue on the user interface knob and top enclosure. In the device interior, there were minor unknown dust/dirt contamination found throughout the device. Device evaluation indicated the device was reset prior to the manufacturer's receipt, therefore the device read 0 errors and 0 blower and therapy hours. The manufacturer verified that the base unit provided airflow. They can confirm the presence of contamination in the airpath, however cannot confirm the symptoms alleged in the patient's complaint.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges a chronic cough and a sore that will not heal around the area where the mask goes on their face. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.